Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). The carefusion service technician performed bench testing on model lap top ventilator 1150. The ventilator passed 137 hours of extended tests at customer¿s settings. The ventilator failed the lap top ventilator final test for slight non-conformities with the calculated delivered tidal volume average but these slight non-conformities would not result in a failure to ventilate properly.

Event description:
The customer reported that the child had just woken up from a nap and appeared fine. The child was having their diaper changed when the child appeared to be having difficulty breathing while connected to model lap top ventilator 1150. Patient then turned blue. Patient was removed from the ventilator and was provided positive pressure ventilation via bag valve mask. The patient went into cardiac arrest and expired after transport to the hospital. The mother reported no alarms went off on the ventilator during the event. No current allegations of ventilator causing the patient death.